Manufacturer narrative:
Once the investigation has been completed any add¿l info will be reported in a supplemental report.

Event description:
It was reported that surgeon was repairing a fracture on patient¿s forearm and while using the t2 kids nail holder, the t handle broke at the weld. Surgeon stated his dissatisfaction with the instrument breaking. Surgeon could not get the nails in fully and ended up partial pinning with steinman pins and completed the case without any delay.